Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a gastroscopy procedure within the stomach. According to the complainant, while preparing for the case, the injection gold probe was tested, but it failed to transmit electrical current for cautery. No device damage was noted. The procedure was completed using a second injection gold probe along with the same generator. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. A functional evaluation was performed and the needle extended and retracted normally, after actuation of the handle. An electrical evaluation was performed, which included load and isolation of electrode tests; the device passed both tests. The condition of the returned incident device showed no evidence of either the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a gastroscopy procedure within the stomach. According to the complainant, while preparing for the case, the injection gold probe was tested, but it failed to transmit electrical current for cautery. No device damage was noted. The procedure was completed using a second injection gold probe along with the same generator. No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.